Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls for glu were within acceptable range. The siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the sample arm 3 (s3) mixer and s3 horizontal motor and belt. There has been no further issue since the service visit. The cause of the discordant, falsely low glu results on patient samples is unknown. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting higher. The results obtained on the alternate dimension vista instrument were reported as correct results to the physician(s). There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely low glu results.